Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
During an annual preventative maintenance check on a customer' device, physio-control attempted to perform defibrillation calibration and the device would not defibrillate into the patient simulator. The customer did not report any issues or was aware of any issues with their device. There was no patient use associated with the reported event.